Event description:
Passport catheter placed in left upper arm 5 yrs ago per medical record at another hosp. Unable to remove end of catheter as it is fibrosed and fixed in small branch of axillary vein. Foreign body retained in pt as it was determined that risk of removal far outweighed risk of leaving it in.